Event description:
During use for cardiopulmonary bypass, the level alert sensor did nto function properly. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluaiton anticipated, but not yet begun.